Manufacturer narrative:
The customer's meter was returned and product testing could not confirm the complaint nor were any new errors noted. All results were within the range specification during control solution testing. Due to the potential for mistreatment, this case is reportable.

Event description:
A customer reported a complaint of imprecise sequential readings on their freestyle meter. The customer obtained readings of 59 mg/dl and 289 mg/dl within a ten minute timeframe. All readings were taken from the arm. When plotted on a parkes error grid, the results fall in the 'c' zone, which shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.